Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full height drawer six was not able to open due to latch assembly insep missing its magnet. A field service engineer replaced latch insep with new one, reinstalled drawer back on cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 6 had failed and unable to recover by reboot. The customer reported that this malfunction occured while trying to access medications for a patient. The customer stated there was no delay to patient care as they were able to access from other stations during the proper window for dosing the patient. There were no adverse events or injuries reported based on this event.